Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was showing eri (elective replacement indicator) low battery voltage from yesterday's transmission; however the current battery voltage is not at eri. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was showing eri (elective replacement indicator) low battery voltage from yesterday's transmission; however, the current battery voltage is not at eri. It was later reported that the device was explanted and replaced for eri. No patient complications have been reported as a result of this event.